Manufacturer narrative:
The software team investigated the reported issue and the logs and archives were not available. The information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733467, serial/lot #: version: 2.3. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery. It was reported that after multiple attempts at registration using tracer and 3 point tracer the surgeon stated that the navigation system was inaccurate in the posterior and superior regions of the sinus. When the surgeon placed the seeker at what was believed to be the skull base, the navigation system was indicating that the instrument tip was approximately 1 cm lower than where the surgeon believed the anatomy to be. The anterior portions of the sinus anatomy were accurate. The surgeon made the decision to abort navigation and proceed with the case. The delay was approximately 45 minutes with no impact to the patient.